Event description:
The pt was treated with this device in 2003. About 10:00 on the following day the peep pressure increased up to 25 cm h2o although the peep pressure asked was 0 cm h2o. Report sent to authorities.